Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alert during the load process. Reportedly, the customer disconnected from the pump and possibly entered into the load process accidentally. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, customer was able to successfully load the cartridge and resume insulin delivery.